Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient has alleged dizziness, headache, lung disease, asthma. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on january 14, 2023, and section h11 should be reported as: the manufacturer received information regarding a dreamstation auto CPAP. The patient previously has alleged dizziness, headache, lung disease, asthma. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box a: patient identifier updated in this report. In box d: product brand name, model number and catalog item identifier updated in this report in box g: date received by mfg (rfb) has been updated. In box h: device problem code, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box h: this report comes under non-uno case so recall number is not applicable and it is updated in this report